Event description:
The MFR rec'd info alleging a ventilator's ac inlet connector was damaged. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the customer's complaint was confirmed. The ventilator's ac inlet connector was replaced to address this issue.